Manufacturer narrative:
The patient weight was not provided (B)(4). Approximate age of device - 2 years, 8 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2018 for elevated lactate dehydrogenase (ldh) at 841 u/l (baseline 200 u/l). The patient was on asa (acetylsalicylic acid) 325, plavix 75 mg daily and coumadin. An inr on (B)(6) 2018 was 3.1, on (B)(6) 2018 was 1.9. The patient was hypertensive and medication noncompliance was suspected. Additional information requested but was not provided.